Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (300-500 mg/dl). The cause for elevated bg levels was unknown. Customer delivered boluses to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended.